Event description:
Customer's daughter reported her father's adc meter read "hi", he was treated with medication (type unk) then became incoherent and non-responsive. Paramedics were called and received an hcp meter reading of 114 mg/dl and treated him with an IV (solution unk). He was transported to a local hosp, diagnosed with hypoglycemia however, no treatment at the hosp was reported. The reading comparison reported is not a valid method. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation and a final report will be submitted when the investigation is complete. Note: the meter is designed to report readings of 20mg/dl to 500 mg/dl. It should be noted that this meter does not give a numeric value for readings greater than 500 mg/dl. A "hi" display message indicates a reading greater than 500 mg/dl.